Event description:
Baxter foreign affiliate reported a home pt died while using the yume cycler for apd therapy. According to foreign affiliate, there is no suspicion regarding the device or the therapy. Foreign affiliate reports the home pt has not had any problems with drain and was with a healthy heart for the last year using apd therapy. Follow up with foreign affiliate reveals no further incident details were made available.